Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.010.368; lot: u230489; manufacturing site: selzach; supplier: orchid bridgeport; release to warehouse date: august 03, 2015; the device history record shows this lot of 55 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation site: cq zuchwil; selected flow: broken. Visual investigation: the entire tip with two different diameters is broken off. The broken off portion is not available for investigation. At the remaining working end, the reamer ø4.5/6.5 l450 f/hip screw f/expert shows damage and excessive wear on all cutting edges. The received condition agrees with the complaint description and the complaint therefore is confirmed. Dimensional inspection: because of the existing use related damage on the available instrument and the missing broken off portion, a dimensional inspection cannot be conducted and is not required per selected investigation flow: broken. Drawing/specification review: the cause of the complained malfunction is a post-manufacturing caused breakage/damage due to mechanical overload to the device, therefore no drawing/specification review is required per selected investigation flow: broken. Hardness review: the material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. The used material was stainless steel: (a440) din en iso 10088-1-3 as required. The hardness was with 52.56 hrc within the specification of 50 hrc +5/0. Conclusion: the received condition agrees with the complaint description and the complaint therefore is confirmed. The visual defects on the three years old reamer coincide and provide evidence that at the time of surgery, the device was subjected to mechanical overloading. The existing burrs even on the cutting part of the drill flank prove that the drill was also used in the opposite, and therefore wrong, counterclockwise direction of rotation. We consider that the reamer broke during a mechanical overloading situation. Based on our investigations, a product related fault can be excluded. The reamers 03.010.368 are multi use instruments, therefore, the condition of the cutting blades prior to the operation in question is unknown. The important information leaflet describes the recommended instrument inspections for reprocessing operations before reusable device operations. The risk assessment for reamers - power driven was reviewed and found to adequately address the harm of this complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is appropriate. Conclusion codes: operational context caused or contributed to event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported, that during an expert antegrade femoral nail a2fn procedure, during the hip screw insertion, the 4.5 trip bit was broken. An approximately 3cm broken piece was left inside the femoral neck of the patient. The procedure was successfully completed with a 45-minute delay. No other medical intervention was required. There was no harm to the patient. Current patient status is unknown. Concomitant devices: specialty locking measuring device for ti femoral nails-ex (part number: 03.010.085, lot number: unknown, quantity: unknown). This complaint is for a reamer ø4.5/6.5 l450 f/hip scr f/expert. This is report 1 of 1 for (B)(4).